Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working properly. The customer's blood glucose levels were 147 mg/dl and 392 mg/dl. The customer reported that the insulin spilled and the reservoir had leak. They also reported that the insulin pump did not give any no delivery alarms and did not get enough insulin. The customer stated that they changed the infusion set and it worked properly then. The customer declined troubleshooting. The insulin pump will be returned for analysis.